Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing procedure, the 8mm mega suturecut needle driver instrument was found to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one side of the grasper tip broke off (half the tip detached), no cable damage occurred, no fragments fell into the patient, return of the instrument is confirmed, and image availability is unknown.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip tip. A piece approximately 5.23 mm x 2.91 mm was found to be broken off. The broken piece was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.